Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the infection is the surgical procedure and the patient's condition.

Event description:
There was no problem with the si joint implants or the placement of the si joint implants. The patient had bilateral si joint fusion in conjunction with a spinal long construct in (B)(6) 2019. The patient later developed an infection at the surgery site. The patient has a previous history of infections. The surgeon determined that the spinal screws were loose, but that the si joint implants were solid. In (B)(6) 2021, the surgeon decided to remove the spinal hardware and si joint implants. The surgeon did not think that the infection was related to the si joint implants. In (B)(6) 2021, the surgeon removed the left and right side spinal screws and rods. He also removed the right side si joint implant using chisels as it was solidly fixed in bone. The left side si joint implant was solidly fixed in bone and was left in place. The surgeon closed the wound with sutures using antibiotic balls. The patient is doing well following the revision procedure and has been released to go home.